Event description:
It was reported that the right atrial (ra) lead had high impedance and the lead had polarity switch. The lead remains in use and the facility is closely monitoring the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58, implantable pacing lead, 2004 (B)(6); addr01, implantable pulse generator, 2013 (B)(6). (B)(4).